Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, bi-ventricular defibrillator, (B)(6) 2010; 1058t, competitor lead, (B)(6) 2007. (B)(4).

Event description:
It was reported the right atrial (ra) lead exhibited high impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.